Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection one month post routine device replacement procedure on (B)(6) 2019. Examination did not find any bacterial infection. The physician reviewed intra-operative and post-operative records and did not find any cause for pocket infection. The device was explanted on (B)(6) 2019. As the infection did not clear the physician elected to explant the leads on (B)(6) 2019. The patient was in stable condition and still in hospital for observation.